Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-135mg/dl fasting. Verified the strips expire 6/18/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 176mg/dl and 169mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with the results lower than expected range of 120mg/dl-135mg/dl. Customer states that there have not been any recent changes to diet, exercise, and/or medication. Customer is insulin dependent and stated she takes insulin after eating dinner. Customer stated that all meter results are while fasting.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-135mg/dl fasting. Verified the strips expire 6/18/2017. Customer confirms the strips have been properly stored and were first opened 4/7/2016. Customer performed a back to back blood test and obtained 176mg/dl and 169mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with the results lower than expected range of 120mg/dl-135mg/dl. Customer states that there have not been any recent changes to diet, exercise, and/or medication. Customer is insulin dependent and stated she takes insulin after eating dinner. Customer stated that all meter results are while fasting.